Manufacturer narrative:
(B)(4). Pending device evaluation.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The left common iliac artery was 11-12-15mm in diameter and the internal iliac measured 14mm in diameter. The right external iliac artery measured 9mm in diameter and the length measured 53mm. It was reported that during the index procedure, the left common iliac artery had difficulty in removal of 16x20x124 limb with torque due to the severe tortuosity. The physician attempted to remove the other manufacturer¿s check-flow entirely, but it remained the same. Furthermore, the check-flow caught the intima which became accordioned and exfoliated during removal. Then other manufacturer¿s balloon was inserted into the patient, and post-dilation was carried out. Angiogram confirmed blood flow without issue, and the procedure was completed. The physician stated that the patient was elderly and had fragile blood vessel. During removal of the check-flow, it should have been more careful about the angle of the sheath. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned for evaluation. The event was confirmed; the delivery system was stuck within a damaged competitor¿s sheath. The root cause of the event could not be conclusively determined; however, severely tortuous anatomy combined with damage to the competitor sheath most likely contributed.